Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - radicular pain syndrome(radiculopathies)/ spinal pain. It was reported that when turning on the neurostimulator (ins) with the programmer, the patient would get zapped. Patient thinks she was at 6.5v. Patient reported that she did not feel stimulation in her feet. Patient reported no falls. Patient reported during the call that she had put new batteries in the programmer and had the programmer on her skin and felt a shocking sensation. Patient stated she thinks she is at 6.5v. When patient looked at the programmer, it showed 4.30v. Patient services asked if patient wanted to turn the ins off or would like to turn down stimulation. Patient stated she wanted the stimulation higher because she does not feel the stimulation in her feet. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported the cause of the shocking and lack of stimulation was that the "charger" made changes "like from 0 to 3.5". They reported that it was "turned way up" and a representative looked at the unit and turned it down. They made a doctor's appointment and someone was there to help them. The patient reported that their left foot still gave them trouble but not like it did before. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they have not gotten with their healthcare professional yet but was hoping to get a hold of them.